Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The history files were read out and analyzed. The history log files of the performed infusion therapy on the reported day of occurrence were investigated. It was possible to detect a programmed infusion therapy with a vtbi of 168 ml and an infusion time of one hour. Caused of the entered setting the infusion pump calculated a flow rate of 168 ml/h. An infusion line was select at 01:03pm and the infusion started at 01:04pm. At 01:53pm the infusion was stopped by user about 4 minutes. At 02:05pm an upstream alarm occurred. Due the history log files an exchange of the infusion lines could be recognized. At 02:10pm an new vtbi of 259,2 ml and a new infusion time of 3 hours and 43 minutes were set. The infusion started with an infusion rate of 69,74 ml/h at 02:33pm. After 16 minutes the infusion stopped again by user and the setting was changed afterwards. The new setting was a vtbi of 276ml and an infusion time of one hour. The infusion was re-started with a flow rate of 276 ml/h at 02:50pm. At 03:45pm a pre-alarm for vtbi near end occurred. During the investigation of the device history no abnormalities or malfunction could be found. During the visual inspection of the infusomat space, all cover caps were on the screw pillars as well as the sealing on the lower housing part were available and undamaged. No damages on the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,01%. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the pre-investigation results the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: the parameters were correctly put in and the infusion was correctly put after 40 minutes, (over 1 hour) , less than 1/10 of the pouch was administered. Additional information: infusion treatment: taxotere. Pouch volume: 256.60 ml. Desired infusion time: 1 hour. No alarms have been triggered. No clinical consequences for the patient.